Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for evaluation. Issue resolved at the time of event.

Event description:
A medtronic representative reported that while outside of procedure when the site was using the imaging system, a motion calibration prompt was displayed on pendant. Pressing the m button resolved the issue and cleared the message. There was no patient present at the time of the issue.